Manufacturer narrative:
According to the available information, this penile prosthesis was explanted on 9/27/96, reportedly due to a malfunction. The date the device was implanted was not received. In the received operative report, the physician stated, "there appeared to be a leak in the reservoir/pump component as there was fair amount of periprosthetic fluid in the scrotal pocket." Two cylinders and the resipump were received and evaluated by the MFR. During functional testing a leak was observed in cylinder #2's bladder, and the pump's serialized outlet tubing was blocked. No air or liquid was able to pass through the serialized outlet. A microscopic examination of the components was performed. Patches of surface crazing were located on cylinder #2. The leakage site was located within on of the patches of surface crazing. The cross sectional surfaces of the leakage site were rough and irregular, indicating a tubing tear. Examination of the pump's serialized outlet showed that crystalline matter had formed on the spring and ball. An unidentifiable substance was blocking the serialized outlet's tubing. Based on the received information and quality assurance's evaluation, qa concludes the following: 1) leakage from the separation site, while in-vivo, would cause a device malfunction. 2) leakage observed from the surface crazing is consistent with environmental stress fractures observed with medical implantable devices. Various external factors can contribute to the presence and extent of surface crazing, however, qa is unable to identify these factors. 3) qa was unable to determine if the blocked pump outlet was blocked during in-vivo. Therefore, qa is precluded from determining if the blocked pump outlet was related to the reason for removing the device.

Event description:
Per the info provided through means of the physician/surgeons operative report it stated "malfunctioning penile prosthesis. A penoscrotal incision was made and components of the old prosthesis were identified. There appeared to be a leak in the reservoir/pump conponent as there was a fair amount of periprosthetic fluid in the scrotal pocket. The old prosthesis was removed including all of the tip extenders." It was also stated the entire device was removed and replaced with another MFR's device.